Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records as performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Not returned.

Event description:
It is alleged by the patient's attorney that on or about (B)(6) 2014, patient underwent surgery for repair of a recurrent ventral incisional hernia. A non-bard/davol parietex mesh was implanted to repair the hernia defect. It is also alleged by the patient's attorney that on or about (B)(6) 2015, patient underwent an additional incisional hernia repair surgery to repair three defects, where two perfix plugs (device #1 and device #2) were inserted. On or about (B)(6) 2018, the patient underwent an additional incisional hernia repair surgery to repair recurrent hernia, which included removing certain mesh. As a result, the patient was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain and mental anguish. As alleged, patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. As reported, has undergone and will likely require in the further other forms of care and medical treatments due to the alleged defective perfix plugs (device #1 and device #2).